Manufacturer narrative:
Investigation summary: bd did not receive samples or photos were from the customer in support of this complaint catalog 367846, lot number 2109065. Therefore, 90 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd vacutainer® edta 2k had fill line that were unable to be seen due to the printing. The following information was provided by the initial reporter, translated from japanese to english: according to the customer¿s report, the line cannot be seen due to defective printing.